Event description:
Bioabsorbable screw reported to have broken during attempted insertion. The surgeon felt that 80% of the screw was implanted with an acceptable level of fixation. All broken fragments were removed from the site. No additional intervention was needed. No pt injury or complications resulted.